Manufacturer narrative:
(B)(4). Visual examination of the returned product verified item and lot number. Cosmetic inspection of the product found scratches, nicks, wear and strike marks and fading etching. It is confirmed the impactor pad has fractured and not all the pieces were returned. The features of the fracture surface visually align with an overload fracture failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing. It was alleged that surgical technique was not followed, however, no further information was provided; therefore a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor was broken during a procedure. Attempts have been made and additional information on the reported event is unavailable at this time.